Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 1 patient sample tested on a cobas 8000 ise module. The na result was 123.4 mmol/l and the repeat result was 146.4 mmol/l. The customer was receiving ise error alarms. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na electrode lot number and the expiration date were asked for but not provided.